Event description:
It was reported that during loading the cot into the vehicle he observed that the locating retaining post was broken off. There was no reported pt involvement or adverse consequences.